Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the inverter pcb to fix the issue. There were no errors to download. The fse then performed full pm with functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) unit screen is flickering. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen is flickering. There was no patient involvement reported.